Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having an issue with his back stimulator, it will not charge. The night before the report when the patient went to bed, the implantable neurostimulator (ins) was 100% charged and when he woke up 7 hours later, the battery was discharged and he was in pain due to therapy being off. According to the patient, normally,the battery would be at 50% when he wakes up in the morning, so he was concerned it was completely drained on the morning of the report. The patient confirmed that he was able to charge the battery up to 100% again, which too about 1.5 hours. The patient just met with the manufacturer representative (rep) on wednesday for post-op programming. The patient indicated he feels the stimulation sensation and he uses the adaptive stimulation with group c. Also, the patient keeps the therapy on while sleeping. During troubleshooting, ,the patient changed to group b and will see how that goes. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient's activity level never changes, but the ins programming led to the rapid depletion. The patient reported the controller was reprogrammed and most of the issue was resolved, though the patient thought the charge should last longer than 16-17 hours.